Event description:
The customer reported a defective loudspeaker. No sound was audible. The device was not in use on a patient at the time of event, there was no adverse event reported.

Manufacturer narrative:
Phone number (B)(6).

Event description:
The customer reported a defective loudspeaker. No sound was audible. The device was not in use on a patient at the time of event, there was no adverse event reported.